Event description:
The lot # t60002061; sn (B)(6) the freestyle libre 3 sensor was correctly placed but the phone would not read it. The phone kept saying it was not correctly applied. It was and had used multiple time prior. Abbott never picked up the phone for support after over 30 mins of wait time. Second, the product design with the phone software is faulty as it violates hippa and patient confidentiality. There is no way to turn the alarms of the sensor to a vibrate or silent mode. Thus, providing alters audible by others and violating hippa and patient confidentiality when wearing their device with their cell phone not turned office in public. The patient should have the right to have the monitor completely silent or at minimum a vibrate that can be then silenced by the user. A previous device also fell off while swimming labs in an indoor pool, so there is an issue in the longevity of the skin adhesive.